Event description:
It was reported that shortly after implant the impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead started to fluctuate and eventually went into a high range. This was believed to be consistent with an implantable cardioverter defibrillator (ICD) setscrew issue. The svc portion of the lead was turned off. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).